Event description:
A malfunction was reported on the pump, identified as malfunction 12, without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support initially provided pump reset instructions, but the caller could not complete the process at that time. Later, technical support confirmed the malfunction did not recur after resetting the pump, and the customer was advised to continue using the pump with a reminder to call back if the issue reappeared. The customer understood and acknowledged the instructions.